Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms as well as oversensing of noise. No changes have been made yet and the rv lead remains in service. No adverse patient effects were reported.